Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set separated from the drip chamber. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: update "a solution administration set" to "two (2) solution administration sets". H11: two (2) actual devices were received for evaluation. Visual inspection was performed and a disconnection of the tube to chamber was noted. Further visual inspection indicated the tube was originally under inserted inside the pip of the chamber which indicated minimal traces of solvent were present on the tube. The reported condition was verified. The cause of the condition was related to manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.